Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set cannula crimped event on (B)(6) 2025. The infusion set in use for less than 6 hours. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.